Event description:
Information was received from a consumer regarding a patient receiving dilaudid (1 mg/ml) at 0.1999 mg/day via an implantable pump for non-malignant pain. The patient's medical history includes a preexisting condition of low back pain. The healthcare provider had been increasing the patient's pump medication since (B)(6) 2016 to get the patient to a therapeutic dose, but the patient was not there yet with dosing. On (B)(6) 2016 the pump was changed from 0.1999 mg/day to 0.3001 mg/day. Since (B)(6) 2016 the pump was "flipping around" in the pocket and looked tilted. The patient did not have any falls or trauma. There was a little bruise/spot where the catheter meets the spine, which had resolved by (B)(6) 2016. At first the patient felt more tired, then that got better, but her left leg was really numb and cold. The patient's whole back was itchy. The pump stuck out a little bit when the patient first got it, which the patient had expected, but now it was "sticking out like a frisbee" and still felt like it was flipping. It looked like a frisbee poking out and the pump incision location was sore. On (B)(6) 2016 the healthcare provider felt around the pump pocket area and made sure the pump was still working and providing medication by checking it with the clinician programmer. The healthcare provider agreed with the patient that the pump had moved. The patient was wearing a corset, but that wasn't helping. The pump medication would be increased again on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.